Event description:
Same case as MDR ID: 2134265-2013-08275. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm and 2.5mm x 40mm x 145cm coyote es balloon catheters were selected for dilatation. It was unknown which device was advanced first to the target lesion. The 2mm x 40mm x 145cm coyote es balloon catheter was initially inflated at 6 atmospheres and it ruptured. In addition, the 2.5mm x 40mm x 145cm coyote es balloon catheter was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. Both devices were removed intact and the procedure was completed with an unspecified size coyote es balloon catheter. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).